Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had ketones and high blood glucose of 579 mg/dl. The mother stated that she found blood in the tubing, and the infusion set was changed. Troubleshooting was performed. The mother stated that the customer changes the infusion set every three days. The time, date, and programming were correct. The daily totals and bolus history were accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the device did not alarm no delivery. No further info was provided.